Manufacturer narrative:
Additional narrative: manufacturing investigation/evaluation: the drill bit was as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous which indicates material conformity. As the broken part is not available for investigation we are unfortunately not able to determine the exact cause which has led to this occurrence. The complaint condition is likely the result of too much mechanical force during the surgery. We are aware that this is very delicate drill bit which requires extra caution during use. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery the surgeon applied a lot of strength and extreme angulation against the bone and the drill bit broke. The surgeon acknowledged the mistake and the surgery proceeded without any loss of time and any changes to the surgical technique. This is report 1 of 1 for (B)(4).